Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that when er320 ligaclip was fired, clips came out open. Another instrument plus handsuturing was done to complete the case. No further consequence to the pt.